Manufacturer narrative:
Product history review: a review of the manufacturing records indicated the device met pre-release specifications. As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. The physician stated that the celiac trunk was long and stenotic from the beginning and that the inner/outer branch was rather small with a diameter of 6 mm. He knows from many years of experience that balloon-expandable stents in such median arcuate ligament syndrome (mals)-like cases have issues with occlusions. Furthermore he stated when an occlusion like this occurs between two follow-ups and the collaterals from the sma are good, they do not always re-intervene. Complications can occur during re-intervensions, and this is a very old man. As there have been no re-intervensions, there are no fluoroscopic images available. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events. Potential clinical and device adverse events: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Manufacturer narrative:
B5 was updated.

Event description:
The following was reported to gore from a retrospective study: on (B)(6) 2019, this (B)(6) year-old male underwent treatment for a thoracoabdominal aneurysm. A cook device was used and four gore® viabahn® vbx balloon expandable endoprosthesis devices were implanted successfully in the celiac trunk, superior mesenteric artery, left renal artery, and right renal artery. The vbx devices were successfully navigated to the intended locations and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. Annual follow up cta imaging until (B)(6) 2023 showed that all vbx devices were patent and reportedly antiplatelet/ anticoagulation therapy did not change since last visit on (B)(6) 2023. On (B)(6) 2023, the patient was noted to have an occluded vbx in the celiac artery which was detected during annual follow up cta imaging. It is noted that treatment was not required for this adverse event.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. A product history review is being performed. Further information is requested from the study coordinator about possible root cause, why there is no treatment required and if images are available for further evaluation. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from a retrospective study: on (B)(6) 2019, this 80-year-old male underwent treatment for a thoracoabdominal aneurysm. A cook device was used and four gore® viabahn® vbx balloon expandable endoprosthesis devices were implanted successfully in the celiac trunk, superior mesenteric artery, left renal artery, and right renal artery. The vbx devices were successfully navigated to the intended locations and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. On (B)(6) 2023, the patient was noted to have an occluded vbx in the celiac artery. It is noted that treatment was not required for this adverse event.